Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of the electrode belt has been completed. The electrode belt was unable to complete functional testing and was reported to the FDA. The reference number for the report is 3008642652-2024-03275-01.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received twenty-two inappropriate treatments. The device was started up at 17:07:22 on (B)(6) 2024. At 07:09:36 on (B)(6) 2024, an arrhythmia was detected. ECG shows af with rvr @ 150 bpm with pvcs/nsvt. At 07:10:22, the patient received the first inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 160 bpm with pvcs/nsvt. Post shock rhythm was sinus tachycardia @ 100 bpm with motion artifact. At 07:09:36, an arrhythmia was detected. ECG shows af with rvr @ 180 bpm with pvcs/nsvt. At 07:18:39, the patient received the second inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 150 bpm with pvcs/nsvt. Post shock rhythm was sinus tachycardia @ 100 bpm with motion artifact. At 07:21:32, an arrhythmia was detected. ECG shows nsvt. At 07:22:02, the patient received the third inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 150 bpm with nsvt. Post shock rhythm was sinus tachycardia @ 100 bpm with motion artifact. At 09:06:56, an arrhythmia was detected. ECG shows af with rvr @ 160 bpm with pvcs/nsvt. At 09:07:27, the patient received the fourth inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 150 bpm with pvcs/nsvt. Post shock rhythm was sinus tachycardia @ 100 bpm with motion artifact. At 09:32:16, an arrhythmia was detected. ECG shows af with rvr @ 180 bpm with pvcs/nsvt. At 09:33:21, the patient received the fifth inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 180 bpm with pvcs/nsvt. Post shock rhythm was sinus tachycardia @ 100 bpm with motion artifact. At 09:37:42, an arrhythmia was detected. ECG shows af with rvr @ 170 bpm with pvcs/nsvt. At 09:38:48, the patient received the sixth inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 150 bpm with pvcs/nsvt. Post shock rhythm was af with rvr @ 160 bpm with pvcs. At 09:41:04, an arrhythmia was detected. ECG shows af with rvr @ 180 bpm with pvcs/nsvt. At 09:42:21, the patient received the seventh inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 160 bpm with pvcs/nsvt. Post shock rhythm was sinus tachycardia @ 100 bpm with motion artifact. At 09:43:32, an arrhythmia was detected. ECG shows af with rvr @ 190 bpm with pvcs/nsvt. At 09:44:37, the patient received the eighth inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 160 bpm with pvcs/nsvt. Post shock rhythm was sinus tachycardia @ 100 bpm with motion artifact. At 09:45:49, an arrhythmia was detected. ECG shows af with rvr @ 170 bpm with pvcs/nsvt. At 09:46:54, the patient received the ninth inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 180 bpm with pvcs/nsvt. Post shock rhythm was sinus tachycardia @ 110 bpm with motion artifact. At 09:47:31, the patient received the tenth inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 120 bpm with motion artifact and low amplitude cardiac signal. Post shock rhythm was sinus tachycardia @ 140 bpm with motion artifact. At 09:48:07, an arrhythmia was detected. ECG shows af with rvr @ 200 bpm with pvcs/nsvt and motion artifact. At 09:48:48, the patient received the eleventh inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 200 bpm with pvcs/nsvt and motion artifact. Post shock rhythm was af @ 110 bpm with motion artifact. At 11:38:59, an arrhythmia was detected. ECG shows af with rvr @ 180 bpm with pvcs/nsvt. At 11:39:29, the patient received the twelfth inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 170 bpm. Post shock rhythm was sinus tachycardia @ 100 bpm. At 11:41:22, an arrhythmia was detected. ECG shows af with rvr @ 170 bpm with pvcs/nsvt. At 11:42:27, the patient received the thirteenth inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 170 bpm with pvcs/nsvt. Post shock rhythm was sinus tachycardia @ 100 bpm. At 11:44:12, an arrhythmia was detected. ECG shows af with rvr @ 170 bpm with pvcs/nsvt. At 11:45:17, the patient received the fourteenth inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 170 bpm. Post shock rhythm was sinus tachycardia @ 100 bpm. At 11:49:38, an arrhythmia was detected. ECG shows af with rvr @ 180 bpm with pvcs/nsvt. At 11:50:46, the patient received the fifteenth inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 160 bpm with pvcs/nsvt. Post shock rhythm was af @ 110 bpm with motion artifact. At 12:35:58, an arrhythmia was detected. ECG shows af with rvr @ 170 bpm with pvcs/nsvt. At 12:37:08, the patient received the sixteenth inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 160 bpm with pvcs/nsvt. Post shock rhythm was sinus rhythm @ 90 bpm with pacs, motion artifact and low amplitude cardiac signal. At 12:39:02, an arrhythmia was detected. ECG shows af with rvr @ 170 bpm with pvcs/nsvt. At 12:40:12, the patient received the seventeenth inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 170 bpm with pvcs/nsvt. Post shock rhythm was sinus tachycardia @ 110 bpm with pvcs, motion artifact and low amplitude cardiac signal. At 12:41:17, an arrhythmia was detected. ECG shows af with rvr @ 180 bpm with pvcs/nsvt. At 12:41:55, the patient received the eighteenth inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 180 bpm with pvcs/nsvt. Post shock rhythm was sinus tachycardia @ 110 bpm with pvcs, motion artifact and low amplitude cardiac signal. At 12:44:02, an arrhythmia was detected. ECG shows af with rvr @ 170 bpm with pvcs/nsvt. At 12:45:08, the patient received the nineteenth inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 180 bpm with pvcs/nsvt. Post shock rhythm was sinus tachycardia @ 100 bpm with pvcs, motion artifact and low amplitude cardiac signal. At 12:47:48, an arrhythmia was detected. ECG shows af with rvr @ 180 bpm with pvcs/nsvt. At 12:48:53, the patient received the twentieth inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 170 bpm with pvcs/nsvt. Post shock rhythm was sinus tachycardia @ 100 bpm with pvcs, motion artifact and low amplitude cardiac signal. At 12:51:07, an arrhythmia was detected. ECG shows af with rvr @ 160 bpm with pvcs/nsvt. At 12:52:12, the patient received the twenty-first inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 160 bpm with pvcs/nsvt and motion artifact. Post shock rhythm was sinus tachycardia @ 100 bpm. At 12:53:42, an arrhythmia was detected. ECG shows af with rvr @ 160 bpm with pvcs/nsvt. At 12:54:47, the patient received the twenty-second inappropriate treatment. Af with rvr, nsvt, motion artifact and oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was sinus tachycardia @ 110 bpm with pvcs. The electrode belt was disconnected at 12:55:50 on (B)(6) 2024.